Event description:
Related manufacturer reference number: 2017865-2022-45307, 2017865-2022-45309. It was reported that a patient presented to the clinic with noise on their right ventricular (rv) lead that was being oversensed and causing pacing inhibition. During a revision procedure on (B)(6) 2022 to replace the lead, some damage was noted on the patient implantable cardioverter defibrillator (ICD) that also prompted a need for explant and replacement. While explanting the rv lead, it was noted that the patient's right atrial lead had dislodged and was explanted as well as a result. The rv lead was explanted and replaced without further consequences. The patient was stable throughout.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial distal portion of the lead was returned in one piece. A clavicular crush damage was found distal to the suture sleeve tie impression. In this region, the ring electrode, superior vena cava and inner coil lumens and the ptfe liner were found damaged. The cables etfe coating was not damaged. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the clavicular crush damage exposing the inner coil.